Manufacturer narrative:
Lot/serial# 12607325: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rlt351418j/ 12607325). The patient tolerated the procedure. On (B)(6) 2018, a follow-up image revealed a proximal type I endoleak. No aneurysm sac enlargement was reported. An aortic extender (pla360400j/17333234) was placed in the proximal part of the truck-ipsilateral leg component. It was confirmed that the endoleak was resolved. The patient tolerated the reintervention procedure.